Event description:
Ventilator failed. Vent removed. Error code kb0024 verified and could not be duplicated by the manufacturer's service tech. Continued to monitor diagnostics for 48 hours. Unit passed all tests and calibrations as outlined by servicing instructions.